Event description:
It was reported that the right ventricular (rv) lead ehxibited high thresholds. It was noted that thresholds had "progressively gotten worse" since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.